Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 2 months.  The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was started on doxycycline 100mg twice a day for 7 days for tenderness, redness and purulent drainage at drive line site. CT scan on (B)(6) 2018 showed moderate inflammatory changes in the subcutaneous fat around the driveline. Patient was admitted on (B)(6) 2018 and was treated vancomycin infusion until (B)(6) 2018. Patient was then given oral antibiotics for 30 days. No additional information was provided.